Event description:
It was reported that the procedure was cancelled. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 10/2.25 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon failed to inflate. The device was removed within the catheter and the procedure was cancelled. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon wings were tightly wrapped. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied; the balloon was inflated to its rate of burst pressure of 12 atmospheres and pressure held for 30 seconds without issue. A vacuum was then applied. The inflation device was verified at 12 atmospheres, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 12 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at several locations along its length. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that the procedure was cancelled. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified coronary artery. A 10/2.25 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon failed to inflate. The device was removed within the catheter and the procedure was cancelled. No patient complications were reported and patient was stable post procedure.